Event description:
The customer contacted stryker to report that their device had an unexpected loss of power. As a result, defibrillation therapy would not be available, if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer confirmed the unexpected shutdown was reported in error. The device was not returned for evaluation.

Event description:
The customer contacted stryker to report that their device had an unexpected loss of power. As a result, defibrillation therapy would not be available, if needed. There was no patient involvement reported with the event.